Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. Sometime post-operatively, the patient developed a dermatological reaction of an unknown origin. Hospital staff questioned what materials where in the implants. Patient has since returned to the doctor for more tests and reports that she is "virtually housebound because of the appearance of her condition". No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.